Event description:
Healthcare professional reported left side capsular contracture, baker grade I/ii, "wavy contours, outer container along the medial contour forms a deep fold, along the course of which a thin strip if effusion is visualized, and single cystic inclusions" which is not device related. Healthcare professional later reported seroma-late. The device has been explanted.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6) phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side capsular contracture, baker grade I/ii, "wavy contours, outer container along the medial contour forms a deep fold, along the course of which a thin strip if effusion is visualized, and single cystic inclusions" which is not device related. Healthcare professional later reported seroma-late. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Cyst: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, a6, e1, h11.